Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire guide wire fractured. Several lesions were targeted in this pt during this procedure, an sfa lesion and several below-the-knee lesions which were occluded, but with collateral circulation developed. The physician used a 2.0 predator oad to treat the distal sfa lesion without difficulty and followed-up with low pressure balloon angioplasty with a great outcome. He subsequently planned to attempt intervention below-the-knee. The at and pt were completely occluded and the peroneal demonstrated a 2cm lesion with good collaterals. The physician chose to revascularize the at. He spun a 1.25 predator oad down the lesion, but as he reached the distal lesion, it sounded like it bogged down. He removed the oad and checked the guide wire status by pulling it back slightly. In doing so, the tip of the viperwire did not move and it was determined that it had detached. The physician used a small snare device to grasp the wire tip, but while removing it, it slipped out of the snare. He did not see the wire tip and proceeded to perform balloon angioplasty in the at. He concluded that the tip had migrated into a side branch vessel. The pt outcome was great with improved flow. The physician then attempted to intervene on the peroneal artery, but was unable to cross it. He planned to have the pt return the next day to reattempt intervention of the peroneal artery.

Manufacturer narrative:
Three written requests have been made of the physician for additional info regarding this event, but to date no additional info has been received. The facility has currently retained the guide wire for internal analysis, therefore a failure analysis could not be performed at this time. (B)(4).